Event description:
The reporter stated that the pt had a surgical procedure using the advansys mid foot plating sys: medial lisfranc plate (product catalogue number not provided to date). Two weeks post operatively, the pt had a tendon rupture. Removal of the plate is planned in (B)(6) 2011. The pt will require a tendon plasty. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.